Manufacturer narrative:
Reference MFR complaint #z96-309. The product was not returned for evaluation. Manufacturing evaluated retained sample from the same lot number. No defect was observed, even under 20x magnification. No loose or easily detachable pledgets were detected. No similar complaints have been received on the complaint lot. Co is unable to determine exact cause of incident as the actual device was not available for evaluation.